Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. After a software download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.